Event description:
New information received notes the patient condition was stable.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed automatic mode switch due to intermittent atrial undersensing on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. There were no patient consequences.